Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The device started and ran with no issues. As a preventive measure, the pwa board was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device lost programming. There was no patient injury or involvement reported.